Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that the three-piece extractor was unable to be separated during the procedure. The prosthesis was able to be extracted and the case was completed. The procedure was not delayed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "able to extract the prothesis even it was broken. And completed the case and unable to separate the 3 piece extractor." The product was not returned to medtech orthopaedics; however, photos were provided for review. See attachment ((B)(4) - broken ref_a6779_ mde001 & mai001 from qah). The provided evidence was not sufficient to confirm the reported event jammed/seized. Functionality issues cannot be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the observed condition of the mde001, extraction rod would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.